Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0211559v, implanted: (B)(6) 2002, product type: lead; product ID 3887-33, lot# j0211559v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had their initial implant ¿redone¿ because the ¿guy stuck it threw my spinal sac¿ and the doctor accidentally put it in the wrong place. The patient was losing so much spinal fluid and stuff and was bedridden for two years. The patient ended up having a replacement in 2004.